Manufacturer narrative:
The investigation confirmed that multiple, higher than expected vitros ckmb quality control results were predicted while using the vitros 5600 integrated system. The most likely cause of the event was use of sub-optimal ckmb calibration. Following a recalibration event, acceptable vitros ckmb quality control results were predicted. There was no evidence to suggest that an instrument or reagent related issue contributed to the event.

Event description:
The customer obtained multiple, higher than expected vitros ckmb quality control results (qc lot 23555 = 5.690, 5.597 vs. An expected result= 2.9 ng/ml) on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient results were affected. There was no report of patient harm as a result of this event. (B)(4).